Event description:
Baxter china reported 2 incidents of "clamp malfunction after one week of use" with the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.